Manufacturer narrative:
The meter was requested for investigation. Occupation is patient/consumer.

Event description:
There was a complaint of a coaguchek xs meter display with missing segments from the three 8's of the results field. The display was also noted to be dim.

Manufacturer narrative:
The meter was returned for investigation. The device could not be turned on. The device data and fault memory could not be readout. A visual examination of the device determined the battery contacts and circuit board were contaminated by a liquid (leaked battery) that penetrated and corroded the solder contacts. This affects the battery contacts on the circuit board, which are interrupted by this and the contacts of an electronic component. This caused the observed issue. The investigation determined that the root cause was the contamination of the contacts due to improper handling or maintenance.